Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was torn, the outer tubing overlay was breached cut, exposed defib coil white substance, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was high impedance, oversensing, noise, and a lead fracture. During the extraction procedure, the helix could not be retracted. Using a locking stylet, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.